Event description:
Boston scientific received information that this product was part of a system revision due to erosion. During the revision procedure, the patient had suffered a tear in the superior vena cava (svc) caused by a non boston scientific laser sheath during the removal of the lead. The patient was taken to the operating room for surgery to repair the tear. There were no additional adverse effects reported. The lead was capped and abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.